Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion is unattached. There was unknown patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. No previous repair was noted. Through visual inspection, it was confirmed that the downstream occlusion (dso) seal was degraded. The root cause of the issue was a damaged dso seal. The dso seal was replaced to fix the problem. The device then passed all tests after the repair.